Event description:
The service repair tech (srt) reported that during routine testing of the device at the subsidiary service center, there was intermittent module and pump failures during boot up on the central control monitor (ccm). Sometimes the ccm would power up with a delay or missing pump/modules nd a red bar error message at the top of the ccm. There was no pt involvement.